Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a follow up report will be submitted.

Event description:
Received info stating customer received an inaccurate fill estimate. Reportedly, customer's blood glucose level was not impacted.